Event description:
During a percutaneous coronary intervention to treat a lesion in a none calcified or tortuous diagonal artery, the balloon could not inflate. The balloon was changed and the procedure was completed without injury to the pt.

Manufacturer narrative:
This product with catalogue number cra13250 is not distributed in the united states, but it is similar to a product with catalogue number cxs13250 that is sold in the united states. The product is available for eval but it has not yet been rec'd. Add'l info will be submitted within thirty days upon receipt.